Event description:
High impedance was observed. The svc to can and rv to svc vectors measured out of range. The pocket was re-opened to tighten the setscrew but the screw was tight. The lead was fractured. The svc portion of the lead was capped. The device was reprogrammed. The system remains implanted.